Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a stored episode showed non-sustained tachycardia with t-wave oversensing (twos) on the right ventricular (rv) lead. It was noted that the patient was lifting heavy boxes at the time. The rv lead remains in use. No patient complications have been reported as a result of this event.